Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-00977. It was reported the patient's scs system was exhibiting high impedance on the leads. Surgical intervention was taken and the leads were replaced and the issue addressed.